Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for, as well as a direct correlation between the reported cardiac arrhythmia and the device could not be established through this evaluation. The patient remains ongoing on (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management,¿ also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an episode of atrial fibrillation with rapid ventricular rate (rvr). The patient was treated with 1 dose of IV (intravenous) digoxin and IV metoprolol. The patient was transitioned to metoprolol tartrate 50 mg every six hours. The patient was back in normal sinus rhythm (nsr) on electrocardiogram (ECG). The patient was discharged home on (B)(6) 2021 with a follow up visit on (B)(6) 2021 where the patient offered no complaints. The arrhythmia did not result in clinical compromise.